Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number could not be identified. A visual examination of the stent found that the stent struts on rows 7 to 36 from the proximal end of the stent were pulled, lifted and deformed. The undamaged section of the crimped stent od (outer diameter) was measured and was within the maximum crimped stent profile measurement. The distal edge of the bumper tip showed signs of slight damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was broken 1455mm proximal from the tip with multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-dec-2016. It was reported that crossing difficulties were encountered. The 80-90% stenosed and long target lesion was located in the right coronary artery (rca). After a 6f non-bsc guide catheter and a 0.014" guide wire were advanced, pre-dilatation was performed with a 2.5mm balloon catheter. A 2.75x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion due to bends in the rca. The device was removed from the patient's body. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.